Event description:
During an in-service training, it was reported that the cardiosave intra-aortic balloon pump (iabp) had power up test fail code#14 and internal communication failure. There was no patient involvement.

Manufacturer narrative:
Corrected information: sections a1, b5, d5, h6 (health effect - clinical code and health effect - impact codes). Additional information: sections b4, e2, e3, g4, g7, g8, h10, h11.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the in-service training replaced the executive processor board to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and found internal communication failure alarm with continuous beep sound and executive processor board led showing code f0. Under this alarm condition 30 psi pressure transducer "verify gain calibration" was not passing and found the active pressure or pressure reading was unstable and unable to complete the regulator calibration. To fix the issue, the fse removed and replaced the power management pcb, motor control board and solenoid control board. The device was rebooted and found internal communication failure alarm appearing again. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power up test fail code#14 and internal communication failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.